Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control also observed that the negative portion of the device's energy waveform was missing, which resulted in the device delivering a monophasic shock instead of a biphasic shock. Physio-control determined that the cause of the observed issue was due to a shorted diode, designator cr5, on the device's analog pcb assembly. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a wrench icon on its readiness display and was making an audible alarm sound. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was delivering a monophasic shock instead of a biphasic shock. As a result, the incorrect defibrillation therapy may be delivered.